Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's stim just stopped working 5-6 years ago. The patient said that the device was no longer used, but it was still inside her body. No further complications were reported.